Event description:
Litigation papers allege the patient was revised. It is further alleged the patient was injured by excessive levels of chromium and cobalt. **update** (B)(6) 2011 - revision medical records were received. The patient was revised. It was noted in the op notes that there was gross motion of the femoral component.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation for the stem.

Manufacturer narrative:
The sleeve adaptor was reported mistakenly, it should have been the stem that was reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.